Event description:
The home patient's spouse reported that, one minicap fell off the transfer set while the patient was sleeping, and was detected the following morning. The reporter stated that, the dialysis nurse administered prophylactic antibiotics (gentamycin & vancomycin) the day the incident was detected. According to the nurse, the patient's spouse had been squeezing the minicaps before screwing them on the transfer set, causing them to loosen and fall off. The spouse has been trained on the proper placement of the minicaps. No patient injury or further medical intervention was reported.

Manufacturer narrative:
The samples were discarded and are not available for analysis. No further action will be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.